Manufacturer narrative:
The insulin pump was received with no act button response due to corroded keypad trace. No button error alarm noted during testing. The insulin pump has minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads and cracked pump belt clip slot.

Event description:
Customer reported the insulin pump alarmed button error and was unable to clear it. Customer's blood glucose was 73 mg/dl. Customer stated the device did not have moisture or it did not fall, when asked if he recalled any significant event that may caused the device to alarm. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.